Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified signs of use with fracture near the center notch. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to wear and tear resulting from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
During a knee procedure, the cutting block fractured during removal while using a slaphammer. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.